Event description:
It was reported that, the console had low power. There is no patient and procedure outcome provided.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the alternating current (ac) power board was replaced, the system was calibrated and console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The language processing unit (lpu) kit, contactor and contactor harnesses, transformer and high voltage power supply (hvps) were returned to our quality assurance laboratory, and the devices were thoroughly analyzed. All were found to be in good overall physical condition and no functional testing was performed.

Event description:
It was reported that, the console had low power. There is no patient and procedure outcome provided.

Event description:
It was reported that, the console had low power. There is no patient and procedure outcome provided.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the alternating current (ac) power board was replaced, the system was calibrated and console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The language processing unit (lpu) kit, contactor and contactor harnesses, transformer, high voltage power supply (hvps), and the recon main controller pcb were returned to our quality assurance laboratory, and the devices were thoroughly analyzed. All were found to be in good overall physical condition and no functional testing was performed.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the alternating current (ac) power board was replaced, the system was calibrated and console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The language processing unit (lpu) kit, contactor and contactor harnesses, transformer, high voltage power supply (hvps), and the recon main controller pcb were returned to our quality assurance laboratory, and the devices were thoroughly analyzed. All were found to be in good overall physical condition, and no functional testing was performed. A review of the moses pulse hazard analysis was completed and confirmed that the event of device-low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, the console had low power. There is no patient and procedure outcome provided.